Event description:
Per distributor, after system checkout, device displayed single compressor malfunction message. Device was not in patient use at time of complaint.

Event description:
Per distributor, after system checkout, device displayed single compressor malfunction message. Device was not in patient use at time of complaint.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no evidence of a new alarm, including no record of a single compressor malfunction alarm. Visual inspection of external and internal components found no abnormalities. Driver passed all functional testing for acceptance at incoming inspection. Additional testing included five system checks where driver was left running for five additional minutes. Driver passed every system check without issue or alarm. Customer complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported single compressor malfunction alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found and the driver functioned as intended. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.